Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed imaging reports show osteolysis and pseudotumor. A revision occurred due to pain and elevated metal ions. The neck stem trunnion was free of wear and debris, and the surgeon felt the mom reaction occurred between the head and neck junction, but the head neck unit came out in one piece. The shell and stem were retained, with the liner, head and neck replaced with zimmer products without complication. It was identified that shell implanted is not compatible with the liner size used and is considered off-label use. It is unknown if these off-label usages may have caused or contributed to the reported events. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. No failure was detected for the head and neck not disengaging as they are designed to achieve stable, long term fixation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: item # 00771300700/ modular femoral stem/ lot # 62361447; item# 00801803602/ femoral head / lot # 62468114; item# 00620205822 / shell porous/ lot # 62468114; item # 00630505036/ liner standard/lot # 62476861; item# 00625006525 / bone screw/ lot # 62463510; item # 00625006520/ bone screw/lot # 62591548; item # 00223200418/ cable cerclage cable/lot # 62452802. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -03180, 0002648920 -2021 -00389.

Event description:
It was reported that patient was patient underwent a left hip revision surgery 7 years post implantation due pain, osteolysis, elevated metal ions, pseudotumor, and altr. During the revision, significant scar tissue was noted. The shell and stem were well-fixed and left intact. The head and neck came out in one piece. The head, neck and liner were exchanged without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.